Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information received: the clamp arm became detached. It was retrieved and submitted with the device. The device was received with the clamp arm detached from the instrument outer tube. The outer tube interface with the clamp arm was found to be damaged. The clamp arm was not returned with the device. No further tests could be performed due to the device receiving condition. No conclusion could be drawn as to what caused the clamp arm to detach, however probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or entanglement in fibrous tissue.

Event description:
It was reported that during a laparoscopic colon resection, the in-active pad detached when it was being cleaned. A second device was opened and the case was completed with no patient consequences.